Event description:
The manufacturer received information related to a simplygo portable oxygen concentrator. The allegation is sounds loud, micro sd card does not work. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation, the service technician reports finding power supply defective (fuse burnt), blower box needs to be replaced (burnt mark), blower retainer spring clip with burnt mark, power supply shield with burnt mark, transition tube contaminated, inlet filter baffle contaminated, pollen filter preventive maintenance. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.